Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/12/2025, a distributor reported via email that the saddle of an ar-1588rt-ib tightrope ii rt had broken down, and the tightrope was not functioning. The surgeon had to tie knots on the femoral side to secure it and completed the case using the initial tightrope because the surgeon did not want to and could not remove the acl graft from the tunnels. This issue was identified during an acl reconstruction procedure on (B)(6) 2025. Additional information was received on 11/19/2025: the tightrope implant broke at the saddle, causing the tightening sutures to slide freely because the mechanism was no longer functional. To maintain cortical fixation, the surgeon tied multiple knots on the button. No additional products were used, and the graft could not be removed; the surgeon secured the button with knots instead. The case was delayed by a few minutes, and it is unknown whether additional anesthesia was administered. A flipcutter iii was used to create the femoral tunnel and socket, while a full tibial tunnel was prepared using a non-arthrex reamer. The patient¿s bone quality was normal, and no photos were taken of the event.